Event description:
We always use an extractor balloon during ercp (endoscopic retrograde cholangiopancreatography), ref#(B)(4). The first two balloons popped while inside the patient. They both had the same lot# 27607906.